Event description:
Complaint received that the power cord had exposed wires. Bed was in bed shop. No injuries or pt involved.

Manufacturer narrative:
Tech found the bed in bed shop with exposed wires on the power cord. Replaced the power cord to resolve this issue.